Event description:
It was reported that the arctic sun device screen was frozen and then turned off. Nurse powered device back on and now they need to add water. They received alert 03 (water reservoir low). Nurse stated that only one bar of water showing on the device. Mss explained nurse that water was not needed. This alert occurs when device powers off without pads being emptied first. Mss verified the device was plugged into grounded wall outlet. Mss had nurse to drain pads and start therapy and showed 3 bars of water now. The therapy was resumed with no issues. Per follow up information received via phone on (B)(6) 2022, the therapy was completed with no further issues. No patient identifiers available and there was no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device screen was frozen and then turned off. Nurse powered device back on and now they need to add water. They received alert 03 (water reservoir low). Nurse stated that only one bar of water showing on the device. Mss explained nurse that water was not needed. This alert occurs when device powers off without pads being emptied first. Mss verified the device was plugged into grounded wall outlet. Mss had nurse to drain pads and start therapy and showed 3 bars of water now. The therapy was resumed with no issues. Per follow up information received via phone on 22jun2022, the therapy was completed with no further issues. No patient identifiers available and there was no patient impact.